Event description:
As reported by an edwards lifesciences affiliate in italy, the patient underwent a transcatheter pulmonic valve replacement (tpvr) procedure with an alterra prestent and 29 mm sapien 3 (s3) valve. Following implantation of the alterra prestent and s3 valve, the patient presented with high gradients of 25 mmhg. On post-operative day (pod) 1, the gradients increased to 40 mmhg. The patient was stable and the valve was properly functioning post-procedure. Subsequently, the gradients decreased to 30 mmhg, and it was determined that the patient would be followed up carefully to assess if a re-intervention was needed. After assessment, the patient underwent surgery in which the s3 valve was explanted and replaced with a surgical valve. Per the physician, the gradients may have been due to the anatomical narrowing at the right ventricular outflow tract (rvot) level with the inflow of the alterra interacting with the blood flow. Upon follow-up, the physician concluded that the root cause of the event was likely a non-coaxial alterra prestent implant (malposition) leading with one part of the inflow diving into the right ventricle and partially obstructing the flow to the rvot.

Manufacturer narrative:
The unique device identifier (UDI) number is (B)(4). This is one of two manufacturer reports being submitted for this case. The investigation is ongoing.